Manufacturer narrative:
(B)(4). The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarms or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
It was reported via phone call that the insulin pump had a recurring insulin flow blocked alarm and have tried all the remedies. Blood glucose level at the time of the incident was ranging from 12 mmol/l to 16 mmol/l. During troubleshooting, the customer ran a self test and received a pump error alarm. The insulin pump was returned for analysis.